Manufacturer narrative:
Review of the manufacturing records could not be performed as no lot number information was provided. The device was not returned. Consequently, a direct product analysis was not possible. All information has been placed on file for use in tracking and trending. Additional information about this event could not be obtained. As a result, no further investigation is possible.

Event description:
Gore received an email from the complainant informing us of the following: I was operated on for hernia operation (B)(6) 2015 and the doctor found 'gortex style mesh' growing into my stomach from a previous hernia operation. I've been very sick for years with this and I would like to find someone to help me. I had it removed and have op reports and pictures.

Manufacturer narrative:
Reportable event information was erroneously sent to w. L. Gore & associates, inc. On 08/11/2015. On 08/27/2015 the complainant contacted gore and a verbal discussion ensued. It was revealed that the implanted mesh was not manufactured by gore. The purpose of this supplemental report is to notify FDA that the manufacturer of the device implanted / explanted in the patient is bard ¿ davol, inc. And not w. L. Gore & associates, inc. (B)(4)